Event description:
Complainant alleged that the clinician was setting up the device for the monitoring of a pt (age and gender unknown), but when they powered the device on, it immediately shut down. The clinicians immediately obtained another device and successfully monitored the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.